Manufacturer narrative:
Manufacturer¿s investigation conclusion: analysis of the log files provided by the account confirmed a pump stoppage event that appeared to be associated with the disconnection of the driveline; however, the cause for the disconnect cannot be determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported patient outcome could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2020, when the driveline was disconnected. The pump appeared to function as intended until (B)(6) 2020 at 15:24:05, when backup battery fault alarms were observed. Approximately five minutes later, one of the power cables was disconnected. Approximately one and half minutes afterward, the driveline was disconnected and the pump stopped. The pump remained off with the corresponding alarms until the controller fully depleted on (B)(6) 2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This document contains the following information: section 1 of this document lists the adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 2 "system operations" (under "system controller warnings and cautions") states, "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 also contains a section titled "connecting the driveline to the system controller", which provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 4 explains the system monitor's pump flow display and all alarms associated with the system. This section states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 contains a table of alarms and the actions associated with each of them. The heartmate 3 lvas patient handbook is also currently available. Section 3 "powering the system" outlines the proper method for changing from the power module or mobile power unit to batteries and vice-versa under the sub-section titled ¿switching power sources¿. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms, including the driveline disconnected hazard alarm, and the proper actions associated with them. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was found at his home and had expired. A system controller battery fault alarm was observed and the patient started to exchange system controller. It looked like patient disconnected the power and then the driveline and the last power. It then looked like the system controller was on until the system controller battery was depleted. Review of the submitted log file showed backup battery faults starting (B)(6) 2020 at 1524 and continued until 1530 when the driveline was disconnected. Just the white power lead was connected for several minutes after the driveline was disconnected and then both power leads were disconnected. The driveline showed disconnected along with both power leads until (B)(6) 2020 at 115 after which the controller reset to default date and time of (B)(6) 2000 when it was connected to power module showing clock reset events for the remainder of the log. The system controller has been documented in related manufacturer reference number: 2916596-2021-00547.